Event description:
As reported to intromed from our customer (B)(4): "during placement of permcath micro puncture sheath shredded into 2 pieces. Distal portion approximately 3cm was unable to be retrieved from patient. They were using an amplatz wire."

Manufacturer narrative:
As the original bulk non-sterile contract manufacturer, intromed has no direct contact with the end user. Excluding specific information related to the original manufacture, contact, location and code, the information included in this MDR record was provided by the intromed customer (B)(4).